Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: unknown, batch#: unknown. Verbatim: rcc received a complaint via email. I am reaching out because the fairbury office recently had an issue administering a vaccine, they were unable to "push" the medication through. They were using a 25g needle. We pulled the medication. It was also brought to our attention that some sites have been having issues with needles and therefor I wanted to pass along the information below in the event it was related. I will say that after discussing with the nurses they do not feel this is a needle issue because they are able to use these needles with other medications just fine. Additionally, when attempting to administer this specific medication, they also tried a 23 g needle and had the same issue, "unable to push" the medication. Has bd given you any guidance on issues or the continued use of these needles? Lot: 4278415, expiration: 9/30/2029, ref 305916, bd safetyglide injection needle 25gx1. Additional information provided: (B)(4) ¿ for unknown 23g. 1. Could you please provide a further description of the issue whether you are facing clogged in the needle or plunger movement difficulty. Plunger movement difficulty. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Repeat sticks. 3. Can you please provide an exact date of event in format dd-mmm-yyyy? 23-012-2024. 4. Total number of occurrences? X2. 5. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No. 6. Please confirm the material number and batch number: unavailable at this time.